Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 01-may-2024, it was reported by the patient that ten infusions set fell off within few hours of use. Event occurred on 01/05/2024, 12/05/2024, 19/05/2024, 22/05/2024, 27/05/2024, 30/05/2024, 10/06/2024, 13/06/2024, 20/06/2024, and 23/06/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.